Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4)

Event description:
Information was received on (B)(6) 2015 from a representative and healthcare provider regarding a patient receiving intrathecal dilaudid 12 mg/ml at 3.8 mg/day via an implanted pump system. A motor stall was seen at an initial interrogation and occurred on (B)(6) 2015. The "stopped pump period may exceed tube set" message was seen in a session data report from (B)(6) 2015. The session data report also revealed a low reservoir alarm and an empty reservoir alarm occurred. The pump off password was requested and provided, and the pump was stopped. The cause of the motor stall was not determined. Additional information was requested to determine the cause of the empty reservoir alarm.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The cause of the empty reservoir alarm was not determined. The patient experienced symptoms due to the event; however, the specific symptoms were not provided.

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported in manufacturer report #3007566237-2015-02638 and pertains to this event: information was received from a consumer and company representative regarding a patient receiving an unknown intrathecal medication via an implanted pump. The pump stalled, and remained stalled for a period of time then some time later started back up on its own. Magnetic resonance imaging (MRI) was not performed. The logs were read. It was believed that no troubleshooting or intervention had been performed. Patient status was alive; no injury. The issue had been resolved. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, intrathecal medication, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report. Additional information received from a company representative reported the pump was used to infuse dilaudid 12 mg/ml at 3.806 mg/day. The patient had a return of pain.